Event description:
Pt developed first, a left lower lid canaliculus after placement of medinnium smart plugs into left lower canaliculus. Required irrigation, removal of plug and treatment with oral antibiotics. Also noted was granulation tissue reaction to smart plug. Pt has plugs in all 4 puncta due to severe dry eye. Just noted now. Pt now is developing canaliculus granulation tissue and punctal orifice and perhaps early canalicular scarring. Irrgation was difficult, probe reveals a soft stop.